Event description:
(B) (4). Same case as MFR# 2134265-2009-04778. It was reported that post-percutaneous coronary intervention procedure, a patient death occurred. Two lesions were identified at the time of presentation. Target lesion #1 was 85% stenosed and located in the left anterior descending (lad) artery. The lesion was 15mm in length and the reference vessel diameter was 3.0mm. A liberte bare metal stent (bms) 3.0x16mm was implanted at the lesion site. Residual stenosis was reported as 0%. It is also noted that additionally, at the same lesion a kissing balloon dilatation was performed in the side branch. Target lesion #2 was 70% stenosed and located in the diagonal (dx). The lesion was 15mm in length and the reference vessel diameter was 2.5mm. A liberte 2.5x16mm was implanted at the lesion site. Residual stenosis was reported as 0%. No patient complications were reported and the procedure was reported as a technical success. Three days post procedure, the patient was discharged without symptoms. Medications prescribed at discharge were asa 100mg/day (indefinitely) and clopidogrel 75mg/day for twelve months. On the same day, after discharge, the patient experienced sudden cardiac death. No further information is available.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause is considered anticipated procedural complication, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4): product not returned for analysis.